Event description:
Heal-laa study: it was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted with complete device seal noted. The patient was discharged on rivaroxaban. 184 days post index procedure, the patient died. No diagnostics test was performed, and no action was taken. At the time of the event, the patient was on rivaroxaban. The cause of death remains unknown.